Event description:
A port vaxcel pasv was placed for therapeutic purposes in january 2004. On a separate occasion, the catheter had separated from the port and lodged in the pt's right pulmonary artery and was later removed with a snare. Ten days later, the doctors were unable to draw blood and took pt to radiology. It was noted that the catheter had separated from the port and lodged in the pt's right pulmonary artery. It was successfully removed.